Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for peritonitis. On an unreported date the patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.